Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked after 15-20 minutes of intubation. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leak was observed between the balloon and the inlet tube. The probable cause is due to a manufacturing defect. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.